Event description:
It was reported that, "the pt sustained a minor burn to the left upper quardrant below the nipple. The ground pad was on the left thigh-the ground pad application site was intact with no sign of injury."

Manufacturer narrative:
The ground pad will not be returned to conmed for eval. The quality engineer will conduct a review of the device production records (DHR). At that time, I will file a supplemental report.